Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a chronic totally occluded right coronary artery. A 2.8 x 16 mm rx graftmaster was being advanced to treat a perforation; however, after several attempts to cross the lesion, the device was removed. Five (5) stents were implanted to treat the perforation. The patient went in to cardiac arrest and cardiopulmonary resuscitation was performed. The patient was intubated. The patient was sent for a CT scan and was put on a balloon pump. The balloon pump is being removed today and the patient is doing good. There was a clinically significant delay in the procedure but it was not due to the graftmaster. No additional information was provided.